Manufacturer narrative:
On 08-dec-2015, a field service engineer (fse) removed the waste duct, cleaned it and replaced it. He also replaced the clear chute for pd table. Afterwards, the fse observed the customer analyze patient samples with no errors. No further actions were required. Instrument was performing as intended. The most probable cause of the reported event was that the waste chute was dirty and the waste chute was misaligned. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported that the waste chute was dirty, the cups were hanging up and the analyzer was producing 2163-y-axis cup transfer release errors. The customer was unable to run beta-hcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.